Event description:
Customer reported an issue with the time settings on their device, which had a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller in updating the pump time, and the customer was advised to monitor the situation and follow up if the time discrepancy recurs. The caller understood and acknowledged the advice given.